Manufacturer narrative:
(B)(4) concomitant products: guide wire: balance middleweight universal ii; guide cath: 6 fr jl4; guideliner; sheath: 6 fr cordis monitoring; other: heparin; omnipaque 300. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an attempt at medical therapy failed and the patient continued to have symptoms of exertional angina. Fractional flow was documented to be significant at 0.76. Using a radial artery access approach during a procedure of the left anterior descending artery (lad) percutaneous coronary intervention (pci) was performed on the lesion within the proximal 1st diagonal. The stenosis was successfully reduced from 80% to 30%. Pre intervention timi flow was 2, post intervention timi flow was 3. The diagonal was wired and pci was done with a 1.2 x15 mm trek and a 2.5 x 15 mm trek balloon dilatation catheter. A 2.5 xience xpedition stent delivery system (sds) and a 2.5 x 12 mm non-abbott sds were advanced but would not cross inspite of a guideliner catheter being used. It was noted the balloon result was acceptable. Pci was attempted with a 3.0 x 20 mm trek balloon dilatation catheter (bdc) but the balloon kept slipping and a 3.0 x 15 mm cutting balloon was performed for pre-dilatation purposed. Complications of a perforation from the cutting balloon occurred. It was reported that the 3.0 x 16 mm graftmaster stent was deployed and sealed the perforation that occurred in the (vessel) with the use of a non-abbott device and had a good result. It was further noted that a 3.0 x 23 mm xpedition stent was deployed distal to the graftmaster and a 3.5 x 18 mm xpedition stent was deployed proximal to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided